Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regp2589 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by the customer that "while inserting powerglide and engaging the safety mechanism, the small needle cover did not cap the needle. Instead the needle came out uncovered and the small clear housing stayed attached to the pink wings of the plug in the end of the powerglide hub".

Event description:
It was reported by the customer that "while inserting powerglide and engaging the safety mechanism, the small needle cover did not cap the needle. Instead the needle came out uncovered and the small clear housing stayed attached to the pink wings of the plug in the end of the powerglide hub".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.